Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because returned test strips were dosed with blood.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (test strip lot 496874), is related to case with patient identifier (B)(6) (test strip lot 496878).

Event description:
On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 241 mg/dl, 135 mg/dl, and 109 mg/dl. On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 290 mg/dl, 205 mg/dl, and 96 mg/dl. No adverse event reported. The customer received the results from test strip vial (496878) and (496874). The customer did not specify which results were taken from which vial of test strips. Return of the suspect device was requested for evaluation.